Event description:
It was reported through the research article "differences in wait-list mortality: temporary vs durable circulatory support devices", sought to compare composite outcome of waitlist mortality and delisting incidence at 1 year between the two support types, temporary vs durable circulatory support devices. Composite outcomes were defined as death, transplant, or removal from the list due to clinical deterioration. Study population inclusion criteria consisted of diagnosis of heart failure and receipt of temporary (impella and iabp) or durable (hm3, hm ii, and heartware ventricular assist device [hvad]) mcs (mechanical circulatory support). 4,569 united network for organ sharing (unos) patients active on the transplant list between october 2018 and october 2021 satisfied the inclusion criteria. Of which, 2,692 (58.9%) received durable mcs. Results indicated in comparison to patients using the reference hm3 device, patients with hvad/hm ii had a 4.47 times higher hazard ratio (hr) (95% ci: 2.70-7.40, p < 0.001). For those who used iabp and impella devices, the risk was even higher, with hrs of 13.57 (95% ci: 6.95-26.50, p < 0.001) and 19.35 (95% ci: 8.99-41.67, p < 0.001) respectively. Additionally, all mcs devices had significantly higher hrs than the hm3, suggesting a greater risk of the composite outcome event within 1 year of listing. Conclusion of the study indicated that the significantly higher hrs observed with tmcs underscores the importance of careful patient selection and timely transition to more durable support when feasible. Furthermore, the superior outcomes associated with hm3 reinforce its role as the preferred durable mcs device in this population.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiology, houston methodist hospital ¿ debakey heart and vascular center, houston, tx. Department of pediatrics, baylor college of medicine, houston, tx. Department of pathology and genomic medicine, houston methodist research institute, houston, tx. Department of surgery, houston methodist hospital, houston, tx. Kassi, m. Et al. (2025) ¿differences in wait-list mortality: temporary vs durable circulatory support devices¿, jhlt open, 9, p. 100312. Doi:10.1016/j.jhlto.2025.100312. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported outcomes could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.